Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted a call service alarm during the rewind step. The reporter indicated that the pump was rebooted and the pump alarmed again for a call service alarm which reportedly would not clear during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump history found one cs 064 alarm. The pump successfully performed the rewing, load, and prime and was exercised for 24 hours without alarms duplicated. The pump was opened and moisture was observed on the printed circuit board and internal components. Unrelated to the complaint, the pump was observed to have a missing bolus button; the bolus button was found to be inoperable due to the missing cover and internal button slug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.